Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.

Event description:
Sales rep (B)(4) reported that (B)(6) reported to her that the patient came in to the ER due to part of the rod was sticking out from her back. On 05/07/2010 add'l info given by nurse (B)(6), "ra patient operated first time on (B)(6) 2009 by doctor (B)(6), posterior fusion with fixation occiput to th2, occiputplate (synthes) and screws (oasys, stryker). Reoperation ((B)(6) 2010) due to her visit at the ER. Reoperated by prof (B)(6) and (B)(6). Indication is loosening of rod."